Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion tube was stiff during inspection for use involving a gastrointestinal videoscope. There were no reports of patient involvement.